Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited liquid leakage is detected in the operating part, where the control part was sticky. Stickiness was also observed in the up/down (u/d) angulation lever plate, as well as in the universal cord. There was no patient involvement.